Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's the device's active exhalation control module would need to be replaced to address the issue. There was no part replaced and/or repair made to the device, and it will be scrapped.